Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the black box shows a power reboot event followed by a time/date reset to default setting on (B)(6) 2017 14:14. When the pump was powered back on the time/date was set incorrectly to 17-nov-2017 at 14:58. A manual date change was observed at 09:24 from (B)(6) 2017 at 9:25. The date of the event was (B)(6) 2017. It is not known if the time or only the date was incorrect. The pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power, the time /date reset to the default settings. The total daily doses (bolus plus basal) added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with moderate ketones associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider regarding treatment and treated with insulin via their pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.